Manufacturer narrative:
A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation¿, the short-term outcomes of transcatheter aortic valve implantation with the edwards sapien 3 and the medtronic evolut-r were compared from a single high-volume tertiary center. 124 patients were implanted with the sapien 3 valve. 5 patients had major bleeding post procedure and 1 of the 5 was considered to be life threatening bleeding. There was no additional information available. Reference: jeremy ben-shoshan, md, phd, et al. Comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation. Department of cardiology, tel-aviv sourasky medical center affiliated to the sackler faculty of medicine, tel-aviv university, tel-aviv, israel. (2015)